Event description:
The customer reported that centralized pt monitoring was interrupted when the system's cpu (central processing unit) halted normal operation. Centralized monitoring was restored approximately four hours later when a replacement device was installed. No pt harm resulted as a consequence of this product problem. Note 1: pts were being centrally monitored at the time the problem occurred, but because the system was down it was not possible to obtain pt identifiers from it.